Event description:
It was reported that this implantable pulse generator (pacemaker) recorded an alert due to right ventricular (rv) pacing impedance out-of-range measurements that caused a lead safety switch. This was confirmed to be related to the spring contact issue as this pacemaker header is old, the rv lead is from another manufacturer, and the impedance trend shows a previous irregular jump in the pacing impedance. Technical services recommended to perform some in-clinic evaluations such as pocket manipulation, isometrics and change the rv lead configuration to bipolar sense and unipolar pace. Further information indicates the evaluations showed no abnormal noise and the rv lead was reprogrammed as recommended. This pacemaker remains in service and no adverse patient effects were reported.